Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The resident at the hospital, reported the following event: "during a surgery, while implanting a long gamma nail, the wire broke and the tip of the wire got blocked into the femoral head.